Event description:
There was a kink noted on the tip of the stabilizer radiolucent guide wire. It was noticed after it was removed from the package. The package was intact before it was opened. Per the analysis findings, it was noted that the product was received with stretched coils.

Manufacturer narrative:
After removing a stabilizer steerable guidewire from its protective hoop, the distal tip was found kinked. The product was not used and no patient injury occurred. Analysis of the returned product confirmed kinks and bends on the wire, as well as stretched coils, which were not included in the original report. As received, the specimen does not present any indication of manufacturing defect or anomaly. The specimen is visually and dimensionally correct. The IFU provides the following direction: "to prevent damage to the distal tip of the guidewire and to prevent the guidewire from springing onto a non-sterile field, carefully remove the guidewire from the dispensing tube. Use the dispenser window to advance the guidewire distal tip, such that the guidewire can be removed by grasping the coated shaft." Testing has demonstrated that failure to comply with the procedure as described within the IFU increases the risk of damage to the flexible distal tip region of the device, as presented by this specimen. A review of the device history records indicates this packaging lot was final inspection tested and deemed acceptable for shipment. The complaint was confirmed. Although the cause for the tip damage could not be conclusively determined, review of the available information suggests device handling may have contributed.